Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old male in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. It was reported that insertion was aborted due to patients' vascular anatomy. No additional information was provided.

Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, the root cause of delivery issue was determined to be patient condition as the pump delivery was aborted due to the patient's anatomy. This report is being filed as part of a retrospective review of historical records. D3 country was left blank on the initial manufacture report. D6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact first name revised on manufacturer device report in accordance with updated procedures.